Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed rapid gas loss. The pump was change to another cs300 and use. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Aware date updated 05/09/2023.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit displayed rapid gas loss, the pump was changed to another. There was no patient harm reported.

Manufacturer narrative:
Getinge field service engineer (fse) evaluated compressor, manifold drive, safety disk connections and all was found to be working ok. No problem with each item in the periodic inspection record table. No reproducibility after continuous driving for 72 hours. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.